Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device by quality engineering, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to having dropped or misaligned the device during use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the impactor device was broken. It was also reported that the device was being used with a second impactor device. During in-house engineering evaluation, it was determined that the device was broken into two pieces at the proximal end and the replacement cap was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.